Event description:
Cracked hubs on the venous hub. Cracked in 2001 & was replaced. No pt injury; crack was noted when pt started bleeding out of the connector, had been in for approx. 2 months. No other info. Is known.